Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition, outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump. Additional text: inflow stator, outflow graft. Specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition. Additional text: thrombus; erosion of bend relief connection perforated two holes in outflow graft. Causative or contributing factor: no specific contributing cause identifiy. Intervention(s): replacement of outflow graft; replacement of pump. Implant device type: lvad.